Event description:
A patient reported on (B)(6) 2016 stating that there was a power on reset (por) after the patient started receiving proton radiation therapy. They would be having the radiation therapy sessions for the following nine weeks. The patient had met with a company representative (rep) who cleared the por and checked impedances, and all appeared to be okay. The por occurred two days prior to report. A rep called back later that day stating that they believed the patient may have experienced pain over the weekend due to the implantable neurostimulator (ins) being in the por state, but they were not entirely sure. The indications for use were non-malignant pain and post traumatic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.